Event description:
It was reported that stylet broke when the manufacturer representative was in a case with the health care professional (hcp). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).